Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for charge time out was observed through merlin.net transmission. Upon device interrogation, everything was fine. There was no alert since last follow-up. Patient's condition was good and will be followed-up.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received notes that through merlin.net transmission, an alert for change time-out was observed. Cracking noise was noted during capacitor load test. Device was explanted and replaced. Patient was fine.

Manufacturer narrative:
Implant date is (B)(6) 2016.